Event description:
The father of the patient reported the insight flex transfer set connector detached from the cannula and a piece of plastic remained in the plaster. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.